Manufacturer narrative:
Zimmer biomet complaint (B)(4). This report is being submitted late as it has been identified in remediation. Complaint sample was evaluated and the reported event was confirmed. No nonconformance was indicated. The device performance was indicated to be acceptable to the time of explant. The device was of an explant status upon receipt for review and not in a condition warranting dimensional layout. Thus, no dimensional layout was performed. The tabs on the female taper had been impacted or struck showing signs of deformation on the surface. Using the taper separator is an acceptable means of separating tapers. A taper separator is available and indicated in the surgical technique. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient had an initial left compress procedure and was subsequently revised due to re-occurrence of a tumor below the distal spindle of the device. The surgeon confirmed that there was no issue with the device and that the revision was due to the tumor and the need to remove the distal femur due to this. During the revision, the surgeon was unable to disengage the taper adaptors as they were stuck together. A tuning fork was used to remove the device, and oss components were implanted to complete the procedure. There was approximately a 15 minute delay to the procedure. No adverse event occurred in association with this issue.